Event description:
Reporter alleged discrepant results between blood glucose monitoring device and a valid lab comparative. Reporter stated lab was 130 mg/dl and meter measured 270 mg/dl performed within 10 minutes. Reporter indicated no treatment was received and no controls were used. Reporter stated the test strip expiration date is expired. A request was made for the return of the suspect device and replacement product was made.